Event description:
During patient use, the autopulse platform (sn (B)(4) doesn't recognized a patient position, and the customer was not sure of the error code. The customer reverted to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned, and investigation has been completed.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) doesn't recognized a patient position, and the customer was not sure of the error code" was confirmed during both archive data review and functional testing. The root cause of the reported complaint was due to failed load cell module 2. The cracked cover and load cell failure were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, a crack was observed at the screw well on the front enclosure. The observed physical damage is unrelated to the reported complaint and is characteristic of harsh impacts due to user mishandling. The front enclosure needs to be was replaced to address the issue. A review of the archive data showed multiple ua07 advisory messages around the customer's reported event date and 1 time on the customer reported date, thus confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. The root cause of the reported complaint was due to failed load cell module 2. The failed load cell module 2 needs to be was replaced to remedy the fault. Zoll awating customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).